Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number: (B)(6), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and confirmed the reported error by reviewing the error log for error 4043. The fse verified the spmd board (sorter y-axis pulse motor driver) error f3 led was on and identified the board was defective. The fse replaced the spmd board and verified proper sorter operation and performance. Fse successfully performed calibration and precision run without error and within acceptable range. No further action required by field service. The aia-2000 is functioning as expected. A complaint history review and service history review for similar complaints for serial number (B)(4) was performed. There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4 error messages states the following: [4043] sorter y-axis home overrun cause : the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was traced to failure of the spmd board.

Event description:
A customer reported error message ¿4043 sorter y axis home over run¿ on the aia-2000 analyzer. All-set-home were completed but the sorter door will not open and the error reoccurs. The analyzer is down. A field service engineer (fse) was dispatched to the address. The reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.